Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The field service engineer (fse) evaluated the device and verified the reported condition. The fse found the ventilator to fail the air flow accuracy test at negative 0.8 lpm. The fse replaced the flow sensor assembly. The ventilator passed all testing and operated within the manufacturing specifications. The gas delivery system (gds) assembly was received for failure investigation; root cause failure determined to be fault in u1 on the airflow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the during preventive maintenance (pm) and the air flow accuracy test was out of tolerance. The ventilator was not in use on a patient at the time of the event occurred.